Event description:
During follow-up, the patient's pd registered nurse (pdrn) reported the patient was sent to the emergency room (ER) on (B)(6) 2026 with complaints of ¿vague¿ nausea and a malfunctioning pd catheter (not a fresenius product). The pdrn reported the clinic staff attempted to use activase to remove fibrin and unblock the pd catheter, however it was unsuccessful. Once in the ER the patient also began complaining of abdominal pain and chills, and they were reportedly suffering from leukocytosis. The pdrn reported the patient was initially treated with intravenous (IV) antibiotics (drugs, dosages, durations, frequencies not provided) prior to peritoneal effluent fluid cultures being collected, therefore as expected the cultures were negative. However, on (B)(6) 2026 a peritoneal effluent cell count was collected, and the total nucleated cells were 10,780, and the neutrophils were 80%. The patient was treated with intraperitoneal (ip) as well as IV vancomycin and cefepime, and the patient labs started trending downward. On (B)(6) 2026 the total nucleated cells were 414, and the neutrophils were 19%, and on (B)(6) 2026 the total nucleated cells were 47, and the neutrophils were 43.3%. The pdrn reported the probable cause of peritonitis was constipation, as the patient had been constipated for a week, despite increasing their bowel meds. It should be noted that the pdrn expressed concern that the patient may not have been taking all the prescribed bowel medications. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. On (B)(6) 2026, the patient¿s pd catheter was surgically repositioned, and they also underwent omentopexy. However, on (B)(6) 2026 the medical decision was made to remove the pd catheter due to ongoing laparoscopic abdominal pain. The patient will be evaluated in 4-6 weeks after completing antibiotic therapy regarding their ability to return to pd. As of (B)(6) 2026, the patient remained hospitalized and is recovering from the serious adverse events. It is unclear what, if any form of renal replacement therapy (rrt) the patient is receiving since the pd catheters¿ removal.